Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the visual examination of the sample, a delamination was observed on the cavity ID end of the dialyzer extending from approximately 300° to 45°, with the dialysate ports situated at 0°. No other damage or irregularities were noted on the returned sample. A review of the production record was performed. The production record review showed there was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A patient care technician (pct) reported that there was a dialyzer blood leak. In a follow up, pct reported that the dialyzer blood leak occurred immediately at the start of the patient¿s hemodialysis (hd) treatment. The nurse said the leak was visually seen in the dialyzer and the hansen line. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used not used. The patient¿s estimated blood loss (ebl) was 200 ml. The patient completed treatment on a different machine with new supplies. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device is available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient care technician (pct) reported that there was a dialyzer blood leak. In a follow up, pct reported that the dialyzer blood leak occurred immediately at the start of the patient¿s hemodialysis (hd) treatment. The nurse said the leak was visually seen in the dialyzer and the hansen line. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used not used. The patient¿s estimated blood loss (ebl) was 200 ml. The patient completed treatment on a different machine with new supplies. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device is available to be returned for evaluation.